Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a leaking head cylinder. He replaced the head cylinder to repair the bed.